Manufacturer narrative:
Other, other text: device evaluation- the returned device was given functional and delivery testing. The reported issue could not be confirmed during testing. The device delivered only the programmed doses. The keypad was replaced due to "keystuck" alarms identified in the event history log.

Event description:
It was reported that the device gave "extra doses". No adverse effects to patient reported.